Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's blood glucose levels were in the 600s mg/dl. The customer was treated with manual injections. The customer's mother indicated there was something wrong with their unomedical insulin infusion sets. Troubleshooting was unable to be performed. The product is not being returned. Nothing further was reported.